Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2015 - 7,740 joules. Joule count does not match the warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Complaint background: it was reported that during a prostate procedure the fiber was not vaporizing tissue. The fiber was exchanged and the finishing fiber was used to complete the procedure (657,767 joules; 1:10:03 minutes used for entire procedure). Patient outcome: "ok". No injury to the patient was reported.